Manufacturer narrative:
B3 - the event date was estimated to be 01aug2024. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had power cable disconnect alarms to their system controller power cable for months. The patient was unable to show to their appointment to assess equipment due to transportation issues. The patient was transported to a different hospital and the alarms were resolved upon system controller exchange. Due to damage to power cable, log files were unable to be retrieved from the previous controller. Log files from the new controller revealed 2 unsustained power/flow elevations on (B)(6) 2024. The patient experienced power cable disconnects while connected to batteries following the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms, damaged power cables and communication issues were confirmed. The heartmate ii system controller (serial number: (B)(6) was returned for analysis with damaged strain reliefs. A log file was downloaded for review that showed events spanning approximately 28 hours (20oct2024 at 08:44:42 ¿ 21oct2024 at 13:29:22 per timestamp). Atypical power cable disconnect alarms were active on throughout the log file. These alarms were not associated with a power source exchange and were associated with power cable faults on the white power cable. The power cable disconnect alarm activated with these events as well and occurred while the controller was connected to battery power and the power module. The alarms cleared shortly after activating. Pump operation was not affected during these events. The driveline was disconnected on (B)(6)2024 at 13:29:08 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was returned and upon connection to a test system monitor a communication issue was observed. The cables were tested and a short to shield was observed on the orange, blue and brown wires of the white power cable. Additionally, a short to shield was observed on the brown wire of the black power cable. The cables were stripped and the orange, blue and brown wires of the white cable and the brown wire within the black power cable were found broken. The orange and blue wires, within the white power cable, are responsible for transmitting and receiving communication. The brown wire in both cables is responsible for the relative state of charge (rsoc) line. Damage to the wires would result in the observed communication issue and power cable disconnect alarms. The cables were replaced with test cables and the system controller was resubmitted for testing. With the test cables inserted the system controller was able to pass all testing. The root cause of the alarms and communication issues was due to wire fatigue within the cables; however, a root cause for the wire fatigue and damage was unable to be conclusively determined through this investigation. Incidental finding of fluid ingress was noted during investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications and shipped via customer order, (B)(4) was shipped on (B)(6)2021. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.